Event description:
An optometrist reported that a patient who underwent bilateral lasik was diagnosed with trace diffuse lamellar keratitis (dlk), at the one day post-op visit. Reporter stated that patient was treated with increased steroid drops, followed by a taper. Upon follow-up, reporter informed that the dlk resolved with treatment, and patient's post-op uncorrected acuity is 20/15. This report will reference the patient's left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).